Event description:
Four urinals were previously discovered with sharp edges. One urinal was involved in a minor injury. This incident was previously reported to FDA. In the hopes of finding a safer urinal, a substitute product was ordered. This product was inspected prior to being put into patient use. Inspection revealed a sharp edge. Burr was present at the point in the opening where the two halves of the device were annealed, as well as at other points around the perimeter of the opening. The problem noted with the substitute urinal looked similar to the problem with the previous urinal. The plastic of the substitute product was a thicker plastic then the previous urinal. There is a potential for minor injury to a patient using the substitute urinal. Note: upon further investigation it was discovered that vollrath, the product manufacturer, is a division of medegen. Medegen manufactured the urinal that previously caused a minor injury.